Manufacturer narrative:
Insulin pump alarmed a prime alarm during basic occlusion test due to protruded and loose drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm during basic occlusion test. Insulin pump was received with minor scratch on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the priming process. Customer has treated the blood glucose with manual injection. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.